Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the implant was working correctly and the patient had good hearing benefits from it. The patient started to have extrusion problems in (B)(6) 2009. A skin-flap reconstruction was performed but it did not resolve the problem. The implant has been visible through the skin again since (B)(6) 2010. The patient had an abdominal tumor and underwent chemotherapy treatment during the period when the first extrusion occurred ((B)(6) 2009). The patient was explanted on (B)(6), 2010.